Event description:
It was reported that intermittently the digital spot shot of the 9800 system was completely white even after taking a scout fluoro. There was no report of patient injury.

Manufacturer narrative:
No evaluation information available at this time. When evaluation information becomes available, it will be reported as required.